Event description:
The patient reported feeling short of breath, having no energy, and feeling lousy. The patient was seen in office by medical personnel, but did not have the device interrogated so the device function could not be determined. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.